Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d154awg implantable pacemaker cardio/defib (B)(6) 2009. Concomitant product: 4196 implantable pacing lead (B)(6) 2013. Concomitant product: 6949 implantable tachy lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance and was unable to capture. It was also reported that during attempted implant of the left ventricular (lv) lead, the lead had repeat dislodgements. Therefore the ra lead was capped and replaced with a new lead and the lv lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.